Event description:
It was reported that the user experienced persistent high blood glucose at 400 mg/dl while using the ilet with a contact detach infusion set, including a high glucose alert and discovery of a bent needle upon site removal; multiple site-only changes were performed, delivery was resumed, and the user was advised to follow ketone assessment protocol. Customer care provided support that included technical support troubleshooting, and user-guided site replacement education. Investigation of this case revealed evidence of an infusion site/set issue consistent with a bent cannula leading to reduced or interrupted insulin delivery. Symptoms included feeling not fully cognizant. Outcomes included hyperglycemia that affected glucose control without hospitalization. It was concluded that the event was due to hyperglycemia with an unclear overall cause, with a likely contribution from infusion set malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.